Event description:
Boston scientific was made aware of an event in which a physician was attempting to deploy a neuroform stent to a basilar ti p aneurysm when the stabilizer catheter broke. The physician deployed the stent using a 0.025" guidewire. During the technical analysis of the device, the microdelivery catheter was returned without the distal segment.